Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 us leaked. This occurred on 6 occasions. The following information was provided by the initial reporter: material no:320550, batch no: 0133297. It was reported that there is leakage when taking the injection. Verbatim: consumer reported, leakage when taking injection. Stated, she does not prime before taking injection because that will waste her insulin. Stated, she does not like the new 2nd gen and will be switching to another brand. Went over instruction on how to use, consumer was not interested. Requested refund instead of replacement.

Manufacturer narrative:
H6: investigation summary, no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 us leaked. This occurred on 6 occasions. The following information was provided by the initial reporter: material no:320550 batch no: 0133297 it was reported that there is leakage when taking the injection. Verbatim: consumer reported, leakage when taking injection. Stated, she does not prime before taking injection because that will waste her insulin. Stated, she does not like the new 2nd gen and will be switching to another brand. Went over instruction on how to use, consumer was not interested. Requested refund instead of replacement.